Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing discomfort and refusal to wear the device. The recipient is presenting with non-auditory sensation as well as pain when using the device. It is noted that the recipient had a fall without any visible injury. Revision surgery is under consideration.